Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient data showed on screen even after discharge. A technical support specialist stated that a product support engineer performed data synchronization services and confirmed with the customer that the issue was resolved. The system functioned as intended after the product support engineer troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, patient was showing on screen even though server shows discharged. The customer reported that the malfunction took place when the user tried to dispense medication to the patient, however no delay was reported. There were no adverse events or injuries reported based on this incident.